Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display powered down within a few seconds (blank screen) and 10 beeps were heard in a continuous loop due to a defective component on the system board. With this alarm condition, the device was unable to operate for more than a minute.

Event description:
It was reported that the device keeps shutting down on its own, even with a new battery. No known impact or consequence to patient.